Event description:
Floseal was used intraoperatively to address suture line bleeding following a carotid endarterectomy procedure. Subsequently, the pt developed an edema at the operative site, and had to undergo a re-exploration procedure. No info about the pt is known at this time despite repeated attempts to engage the surgeon.